Event description:
The tip of a shaver broke off into a patient's nose while the physician was using the shaver during surgery. The tip was retrieved by the physician without any apparent injury to the patient. There was no change in plan of care to the patient either. The or nurse gave the product, along with the original packaging, to the or nurse manager. The or manager, then forwarded the product and packaging to the risk management department. The or staff also submitted a (B) (6) report called a (B) (6) report ((B) (6) reporting made easy). The medtronic representative ((B) (4)) suggested that a medwatch be placed on this product due to several similar incidents. The product was given to the representative on 12/28/2009.